Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was not known what made the reference frame and clamp become loose, the issue could not be replicated and the cause was not known.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the short single spinous process clamp and passive blue reference frame were attached. When the health care professional (hcp) was malleting, they noticed that the starburst adapter that attaches the reference frame from the clamp was coming loose. At this point, the hcp tried to tighten it again, but felt inaccurate. They were using fluoro as well in this case, so they decided to just continue using flouro. Imaging was aborted causing no delay in the procedure. No impact on patient outcome.